Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump lcd lens was scratched and the downstream occlusion (dso) seal was degraded. No issues were found in the event history log. Functional testing found that the device was alarming motor service due. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's insulation of the ac connector was damaged, air detector was found to be loose, contamination was found at the dso sensor area and inside the battery compartment. The main board, dso sensor, lcd lens and labels were all replaced.

Event description:
It was reported that a device was returned for preventative maintenance. There was unknown patient involvement. No patient harm/adverse event was reported.